Event description:
Boston scientific received information from another manufacturer's local field representative that the patient implanted with this right atrial (ra) and right ventricular (rv) lead was placed on antibiotic treatment due to a suspected infection. A possible lead explant was discussed. No adverse patient effects were reported.

Manufacturer narrative:
Attempts have been made to obtain additional information, however, no additional information is available and the physician indicated that he was unaware of this situation. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.